Event description:
According to the reporter, during a laparoscopic appendectomy procedure, there was an issue with two different devices that were used. The blade would not cut and the stapler jammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted: the lens was intact. The trocar, cannula, circular seal envelop seal were intact. No visual abnormalities were observed. Pmv performed functional testing; the device didn't cut through test media. No other abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.